Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract extraction with intraocular lens implant procedure, the handpiece did not perform its full range of motion and the patient's cataract could not be phacoemulsified. The case was completed using an alternate handpiece. There was no harm to the patient. Additional information has been requested and received.

Manufacturer narrative:
No further information was able to be obtained from this customer. However, the handpiece was returned for evaluation. Based on qa assessment, the product met specifications at the time of release. The handpiece was received for evaluation. A visual assessment of the returned sample revealed no nonconformities. The handpiece was connected to a calibrated system, and was unable to successfully prime and tune. The handpiece also failed to prime and tune when connected to the calibrated dynamic tuning fixture (dtf). A measureable resistance was observed from the high electrode to ground when connected to the resistance test box. The handpiece was disassembled and moisture was found inside the electrode chamber. Analysis of the (B)(4) data showed that there were tuning failures towards the end of its use. The root cause of the reported event can be attributed to moisture ingress causing a short from the high electrode to ground. However, how this moisture entered the handpiece remains inconclusive. An internal investigation has been opened to address the ingress is the manufacturer internal reference number is: 2016-83431